Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Customer did not allege a product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer called about his true result meter. When I explained about replacing it for him with the true metrix meter, he said he will call us back about it since he is going away and will call back when he gets back in town. Customer will call back to have the meter replaced. Customer did not allege a product defect. Customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 05/14/2018. Customer test strips have been affected by the recall.